Event description:
(B)(4) - the dealer reported that the fdx-cg custom power wheelchair rear casters wheel were wobbly and fluttering when going over an uneven ground at a high speed, and it did not occur when driving on a slow speed. Additionally, it was reported that allegedly the wobbling of the caster wheels had caused him to bump into walls. There was no injury reported.